Manufacturer narrative:
Initial report on june 12th, 2024: the investigation hs not been finalized yet. If the battery has inflated/swelled as informed by the customer, this is a potential fire hazard as gases can build up inside the battery. A follow-up report will be submitted when the investigation has been completed. Follow-up report #1 on july 2nd, 2024: the preliminary investigation shows a fracture problem and no issues detected for the battery. The battery was intact and not impacted. Investigation has not been finalized. A follow-up report will be submitted when the investigation has been completed.

Event description:
According to the information from the customer, the housing of the monitor has bulged. They reported that the battery has inflated and burst the monitor. Pictures were delivered for the investigation.

Manufacturer narrative:
Initial report june 12th, 2024: the investigation hs not been finalized yet. If the battery has inflated /swelled as informed by the customer, this is a potential fire hazard as gases can build up inside the battery. A follow-up report will be submitted when the investigation has been completed. Follow-up report #1, july 2nd, 2024: the preliminary investigation shows a fracture problem and no issues detected for the battery. The battery was intact and not impacted. Investigation has not been finalized. A follow-up report will be submitted when the investigation has been completed. Follow-up report #2, october 2nd, 2024: d4: serial number added. UDI related data quality updates. Only primary di number included, no pi number, as lot is unknown. G3: date updated to reflect when was the new conclusion provided by the investigation h6: c and d codes updated. H10: related report number added. The investigation was done on the actual/suspected device that was made available by the customer. Investigation results showed that the reported failure of battery swelling had not occurred and by corollary that there was no corresponding cause. It is suspected that the user dropped the displaying unit, causing the lcd-panel to slightly detach and move out of the casing. This was misinterpreted by the user as a sign of battery swelling. Based on this findings, the incident is no longer considered reportable.

Event description:
According to the information from the customer, the housing of the monitor has bulged. They reported that the battery has inflated and burst the monitor. Pictures were delivered for the investigation.

Event description:
According to the information from the customer, the housing of the monitor has bulged. They reported that the battery has inflated and burst the monitor. Pictures were delivered for the investigation.

Manufacturer narrative:
The investigation hs not been finalized yet. If the battery has inflated /swelled as informed by the customer, this is a potential fire hazard as gases can build up inside the battery. A follow-up report will be submitted when the investigation has been completed.